Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-aug-23. The patient's weight was provided.

Manufacturer narrative:
Other relevant components include: product ID 8709 serial# (B)(4) implanted: (B)(6) 2010 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing baclofen (unknown concentration at 30mcg/day). The indication for use was intractable spasticity. It was reported that on (B)(6) 2017, fluid was found to be leaking from the mid-line incision of a recent catheter revision/pump replacement surgery on (B)(6) 2017. Upon opening the incision, the hcp noticed that the catheter had broken/separated at the spinal segment. The catheter was tied off and no further correction was performed regarding the catheter. The patient remained with the pump at minimum rate and the catheter tied off. The hcp was managing the patient with oral baclofen as the pump dose was only 30mcg/day. It was noted that the hcp may consider removing the pump if the patient tolerated the oral baclofen. It was unknown if any environmental, external, or patient factors led to the issue, and it was unknown if any troubleshooting or diagnostics were performed. The issue was considered unresolved at the time of report, and the patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.